Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. The customer reloaded the cartridge and successfully resumed insulin deliveries.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.